Event description:
A user facility biomedical technician (biomed) reported to fresenius that the roller guide pins of the blood pump rotor of a 2008t machine dislodged. During initial follow-up with the biomed, it was confirmed that the reported issue occurred during a patient's hemodialysis (hd) treatment and resulted in blood loss. Additional information was obtained during further follow-up with a user facility patient care technician (pct). The pct stated that an air detection alarm was received from the 2008t machine approximately 10 minutes after initiation of the patient¿s hemodialysis (hd) treatment. Upon inspection, blood was found leaking from the blood pump. Treatment was paused. The patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was not provided but was quantified as ¿a very small amount.¿ there was no serious injury or required medical intervention. Treatment was restarted on a different machine and successfully completed with new supplies. Upon removing the bloodlines from the original setup, a very small hole was identified in the blood pump tubing segment. The lines were discarded and are not available to be returned to the manufacturer for physical evaluation. The biomed confirmed during initial follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. No parts were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed referencing a provided photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the roller guide pins of the blood pump rotor of a 2008t machine dislodged. During initial follow-up with the biomed, it was confirmed that the reported issue occurred during a patient's hemodialysis (hd) treatment and resulted in blood loss. Additional information was obtained during further follow-up with a user facility patient care technician (pct). The pct stated that an air detection alarm was received from the 2008t machine approximately 10 minutes after initiation of the patient¿s hemodialysis (hd) treatment. Upon inspection, blood was found leaking from the blood pump. Treatment was paused. The patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was not provided but was quantified as ¿a very small amount.¿ there was no serious injury or required medical intervention. Treatment was restarted on a different machine and successfully completed with new supplies. Upon removing the bloodlines from the original setup, a very small hole was identified in the blood pump tubing segment. The lines were discarded and are not available to be returned to the manufacturer for physical evaluation. The biomed confirmed during initial follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. No parts were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.